Manufacturer narrative:
Echo and cine images of the procedure were sent to edwards for review. The following observations/impressions were made by the edwards (B)(4): observations: severe aortic valve calcification, bulky calcification at the non-coronary cusp (ncc). No significant septal hypertrophy. Sinotubular junction (stj)= 30 mm, aortic valve annulus= 23mm. The stj is not narrow or calcified. Good coaxial alignment of sheath, wire, delivery system, valve within the aortic annulus although the valve appears to be positioned slightly high on cine, the valve appears ventricular by tee, into the left ventricle outflow tract (lvot). Native leaflet overhang is observed on both sides of the sapien valve and is associated with severe aortic regurgitation (ar). Ventilation held during deployment. Good pacing capture. Valve deployed uneventfully. Post deployment aortography demonstrates severe ar. No significant valve oversizing. Impressions: valve malposition secondary to ventricular placement of the sapien valve may have been averted by relying on both tee and cine for positioning. In this case, the valve appeared slightly aortic on cine, but on the corresponding tee was ventricular, in the lvot. Deployment in this position led to severe native leaflet overhang, and central ar. Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition, aortic insufficiency, and hypotension are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. In this particular case, the severe aortic regurgitation may have been a result of the ventricular positioning of the thv. Inaccurate placement of the sapien valve could result, in some cases, in clinically significant hemodynamic compromise, and/or may require additional intervention to secure the valve. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. The edwards physician training manual highlights factors that could contribute to valve malposition, including poor positioning by operator, annulus-valve mismatch (under sizing and under dilation), interference from adjacent structures balloon movement during deployment. In this case, it appears that positioning may have been a contributing factor. Review of the device history records (DHR) of the valve shows that the device met specifications prior to its distribution. No further actions are possible at this time.

Event description:
Per report, during the transapical deployment of a sapien valve, despite having coaxial position within the annulus prior to deployment, the valve deployed canted 50/50 at the left cusp and 40/60 at right cusp. Transesophageal echocardiogram (tee) revealed that the right native leaflet was overhanging, causing significant aortic insufficiency (ai). The patient experienced profound hypotension. Cardiopulmonary resuscitation (CPR) was initiated and epinephrine and levophed were administered. The patient was put on cardiopulmonary bypass (cpb). After the patient was stabilized a 2nd sapien valve was deployed more aortic than the 1st valve. Post deployment transesophageal echocardiogram (tee) showed moderate perivalvular leak (pvl), possibly due to a chuck of calcium on the native leaflet, which decreased to mild after post dilation of the sapien valves. After the sheath removal and repair of apex, the patient was weaned off cpb and transferred to ICU in stable condition. Before the start of the procedure access for cpb was discussed due to the patient's low ejection fraction (B)(4). Right axillary with graft and left femoral vein access were achieved. On review of the fluoroscopy images post-procedure, it was noted that during valve deployment the wire moved from the inner curvature to the outer curvature of the aorta, which could have been the cause for the valve to deploy tilted.

Manufacturer narrative:
Investigation is ongoing. The devices remain implanted in the patient.

Manufacturer narrative:
Corrected typo on the cd received date. The cd with images was received on 01/09/2012.